Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is pressed against and between four posts in the lens case. A crack is observed in the center of the anterior optic surface which can be interpreted as the reported scratch. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. The file also indicates he use of a non-qualified delivery system and viscoelastic. The reported lens damage was observed. The root cause is most likely related a failure to follow the instructions for use (IFU). The account used an unqualified lens/monarch/handpiece combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation a scratch was confirmed on lens optics after the lens was implanted. Therefore the lens was removed and replaced, and the surgery was completed. Additional information has been requested and received stating iol was replaced, the wound was widened, the damaged iol was removed, and a replacement iol was inserted. Postoperative visual acuity was not good due to wound widening, but now visual acuity is 1.0.